Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a bha on (B)(6) 2011. During the pt was using a (B)(6)- style toilet (squat toilet), his bipolar cup dislocated. Additionally, the surgeon was trying to reduce the centrax dissociated from the head."